Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using three bd vacutainer® sst¿ blood collection tubes, the tubes ruptured during centrifugation. No patient or user impact reported.

Event description:
It was reported that while using three bd vacutainer® sst¿ blood collection tubes, the tubes ruptured during centrifugation. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, and the customer-reported defect is visible in both. Additionally, 30 retained samples underwent a visual inspection, none of which showed the customer-reported defect. Furthermore, another 10 retained samples underwent functional tests for brittleness, all of which passed without failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.